Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called since the auto stop feature is coming on and that they are unable to select the energy without auto stop. Technical support engineer (tse) recommended power cycling the integrated electrosurgical unit (iesu). Customer is unable to do so at this time and will try later. Uploaded system logs and noted no errors. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments. During testing, the auto stop would not work when switched on the iesu.